Event description:
The customer reported that the sys displayed a bad iris potentiometer error message upon boot up. On the 9600 sys, this error message will prevent the sys from booting up. There is no report of pt injury or death.

Manufacturer narrative:
A ge rep evaluated the sys and replaced the interconnect cable. The sys operates as intended.